Event description:
Pt undergoing cystoscopy, left ureteral stone manipulation with lithoclast, replacement of the left ureteral stent, and left retrograde pyelogram with replacement of foley catheter. During the procedure a nitinol stone basket was used to remove some of the stone fragments. The first fragment was easily removed and when engaging the second fragment and attempting to remove the nitinol basket fractured. The surgeon re-ureteroscoped the area and did see evidence of the basket. A different basket was used and pieces of stone were successfully extracted. The ureter was inspected without evidence of the stone basket. Contrast injection did not show any obvious piece of the basket. Injection did not show any obvious piece of the basket. Kub was done in operating room and did show the basket. A follow up kub in the pacu showed the basket tip in the renal pelvis. The plan is to attempt to extract the retained basket when the patient has his stent removed in 4-6 weeks.